Event description:
Ti synex ii central body device subject to FDA class I recall in 2009. Device was placed in 2008 for treatment of spinal instability due to fracture resulting from motor vehicle collision. Pt returned in 2010 to clinic for f/u after experiencing recurrent back pain. Radiographic evidence of device collapse as well as lateral plate collapse found on x ray in 2010. Lateral plate was placed during the index procedure in 2008. This surgeon advised revision procedure with explant of both devices. Central core of device found to be fractured at upper part. Acrofix lateral fixation plate -synthes USA- placed at time of index procedure in 2008. This plate was found collapsed at time of revision in 2010.